Event description:
It was reported that when a patient presented for routine follow-up in clinic, atrial lead noise was observed on a stored egm. The noise was not reproducible. The patient was stable and will continue to be monitored.